Event description:
During verification testing at the service center, it was noted that the 3vdc connector was burnt and melted.

Manufacturer narrative:
Testing and investigation found that the outside of the bottom end cap was burnt and melted. A flash chip on the top circuit board was blown. The external power supply was not returned with the device; therefore, no conclusion could be drawn. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.